Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this implantable right ventricular (rv) defibrillation lead exhibited high out-of-range pace and shock impedance measurements due to electromagnetic interference (emi) from a ventricular tachycardia (vt) ablation procedure. Impedance measurements had returned to normal following the procedure, and the physician had no other concerns. It was noted that the patient was scheduled for an appointment with the physician. This ICD and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this implantable right ventricular (rv) defibrillation lead exhibited high out-of-range pace and shock impedance measurements due to electromagnetic interference (emi) from a ventricular tachycardia (vt) ablation procedure. Impedance measurements had returned to normal following the procedure, and the physician had no other concerns. It was noted that the patient was scheduled for an appointment with the physician. This ICD and lead remain in service. No adverse patient effects were reported.